Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2019 with blood glucose of 38 mg/dl at the time of the incident. The customer mentioned having a high of 300 mg/dl, taking a manual bolus and still at 254 mg/dl a few hours later. The customer was given intravenous fluids to treat. The customer experienced low symptoms such as weakness and high symptoms such as nausea. The customer was wearing the insulin pump during the incident. Troubleshooting was completed for the high and the pump passed the high pressure test. The insulin pump will not be returned for analysis.